Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received history check failed alarm, external ram error alarm and unexpected restart alarm. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 402 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer stated that a basal was not programmed before the alarms. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.